Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump had low flow alarms and intermittent suction events due to cannula malposition from ventricular assist device (vad) implantation. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption was within normal operating ranges with intermittent suction and 23 low flow alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula or the outflow graft, poor vad filling, inappropriate pump rotational speed, incorrect placement of pump during implant. Based on risk documentation, suction events may be attributed to multiple factors including but not limited to thrombus or other materials in the device, poor vad filling. If information is provided in the future, a supplemental report will be issued.